Event description:
During a follow-up, the patient had been experiencing tricuspid regurgitation. A trans-oesophageal echocardiogram (toe) was performed to confirm regurgitation. The leadless pacemaker was explanted and replaced with a conventional pacemaker. The patient was in stable condition.

Manufacturer narrative:
Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.